Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a laparoscopic burch procedure on (B)(6) 2009 and mesh was implanted. In 2010, the patient started having abdominal and vaginal pain. The pain got progressively worse and the patient had multiple trips to the emergency room for pain. The patient went to several new doctors. The mesh was removed on (B)(6) 2014. The patient states she is fine now since the mesh removal. No additional information was provided.